Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Possible loss of capture noted on (B)(6) 2021 periodic iegm transmitted to hmsc. Noise is also seen throughout the periodic. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.